Event description:
Customer reports lancet will not eject the needle. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Upon evaluation by the manufacturer, it was confirmed the lancet would not retract into the softclix after firing.